Event description:
In a 12/19/2000 letter response requested by the distributor, a thoracic and general surgeon user reported the following: starting in the last calendar quarter of 1999 he implanted about six perma-seal grafts with initial success. However, these pts experienced "less than adequate primary patency and even a shorter time frame for secondary patency."